Event description:
Reporter indicated that the patient's generator was at the end of service. A battery life calculation was performed by utilizing in-house programming history and indicated that approximately 41 % battery life remained until the generator reached end of service. Approximately 13 months of programming history was unavailable for the battery life calculation. The patient's generator was replaced.

Manufacturer narrative:
Battery life calculation indicated that 41% battery life or 4.3 years remained until eri =yes. Device failure is suspected but did not cause or contribute to death or serious injury.